Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) had "microbial growth" found on it before use after validation testing. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: 3/65 units of the c62 return positive for microbial growth after validation testing at 0 days, 62 days and 120 days.

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta11499 is assembled and packaged at a supplier site. Information regarding this incident was sent to the supplier for review. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Based on the available information, we cannot identify any issue related to our product. It seems this incident occurred as a result of no control being used in the experiment performed by the user. Investigation conclusion: the final product secondary set c62 is not assembled/packaged in san agustín facilities. The information of this complaint was sent to the subcontractor to perform the investigation (B)(4). According to their report (B)(4) (received on january 27th, 2020,), an uncontrolled experiment seems to be the cause of the validation failure at the user facility. The validation methods and test performed on the customer facilities are inconsistent to definitely state that the c62 failed. There are multiple factors that lead us to question the results of the test performed at user facilities. These factors contradict the need for further testing. Within the protocol above, there was no control. In a controlled experiment, every variable except the one being tested is held constant, which eliminates the possibility that the results are due to an uncontrolled factor. The c62 bag spike was employed during the test for 0, 62, 120 days. Nevertheless, phaseal membrane prevents microbial ingress within an iso class v environment with proper aseptic technique. There is not enough information to evaluate setting. There is not enough information to evaluate aseptic technique or eliminate the possibility of touch contamination. The time duration applies to the phaseal membrane, not for a spiked bag. Prevention of microbial ingress for up to 168 hours, nevertheless, the test was extended to 120 days. Viaflo passed at t=0 but viaflex failed t=0 ¿ the reliability of these results related to the c62 cannot be confirmed as viaflo passed at t=0 but viaflex failed t=0 . If the c62 was failing prevention of microbial ingress, then we should see failures at both viaflo and viaflex at t=0. Therefore; there are several factors that are inconsistent to definitely state that the c62 failed. Root cause description: an uncontrolled experiment seems to be the cause of the validation failure at baxter. The validation methods and test performed on the customer facilities are inconsistent to definitely state that the c62 failed. Rationale: since there are several factors that are inconsistent to definitely state that the c62 failed, no actions are needed at this time.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) had "microbial growth" found on it before use after validation testing. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: 3/65 units of the c62 return positive for microbial growth after validation testing at 0 days, 62 days and 120 days.